Manufacturer narrative:
The field service engineer (fse) reported observing the wbc bath overflowing in the act diff instrument. The fse reported replacing the pinch valves lv14 (valve 14) and lv15 (valve 15) to resolve the leak reported. (B)(4).

Event description:
While running startup, the customer noticed a leak of diluent from under the coulter act diff 12 analyzer. The customer opened the front panel and observed the wbc bath overflowing. The volume was reported as 10 to 20 ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.